Manufacturer narrative:
This record is for mention of multiple cui devices. Article citation: andreas larsen, erik eiler frydshou bak, tim kongsmark weltz, mathilde nejrup hemmingsen, pia cajsa leth andersen, rikke bredgaard, tine engberg damsgaard, jens jørgen elberg, jesper trillingsgaard, louise vennegaard mielke, lisbet rosenkrantz hölmich, peter vester-glowinski, mathias ørholt, mikkel herly, silicone leakage from breast implants and its association with capsular contracture in 657 patients, aesthetic surgery journal, volume 45, issue 5, may 2025, pages 470¿478, https://doi.org/10.1093/asj/sjaf012. Full corresponding author contact: dr (B)(6). Department of plastic surgery and burns treatment, copenhagen university hospital, rigshospitalet. (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grades (I-IV), gel bleed.

Event description:
Literature article "silicone leakage from breast implants and its association with capsular contracture in 657 patients" reported rupture, capsular contracture baker grades I-IV, silicone leakage. Also reported "breast implant illness" which is deemed not related to the device. Device has been explanted.